Event description:
Litigation alleged the patient suffered pain, soreness, discomfort, decreased range of motion of the joint, difficulty walking, standing and/or sleeping, and elevated metal levels (measured at 19.0 mcg/l cobalt and 18.0 mcg/l chromium) due to the implanted asr hip. During the asr hip revision procedure, the physician reportedly noted an acetabular component without bony ingrowth, extensive fretting at the taper junction, chronic tissue inflammation with a foreign body giant cell reaction, and eosinophilic necrosis. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation alleged the patient suffered pain, soreness, discomfort, decreased range of motion of the joint, difficulty walking, standing and/or sleeping, and elevated metal levels (measured at 19.0 mcg/l cobalt and 18.0 mcg/l chromium) due to the implanted asr hip. During the asr hip revision procedure, the physician reportedly noted an acetabular component without bony ingrowth, extensive fretting at the taper junction, chronic tissue inflammation with a foreign body giant cell reaction, and eosinophilic necrosis. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip) . *pt is a resident of the state of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.